Manufacturer narrative:
(B)(4)

Event description:
The customer experienced issues with calibrations and received questionable ise indirect na, k, ci for gen.2 results over two days. The customer retested patient samples on another ise module. Of the data provided for two patients, only the results for one patient were discrepant. The original sodium result was 125 mmol/l, chloride was 114 mmol/l, and potassium result was 4.4 mmol/l. The repeat sodium result was 138 mmol/l, chloride was 99 mmol/l, and potassium was 4.9 mmol/l. The original results were reported outside the laboratory. The repeat results were believed to be correct. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested, but were not provided. The field service representative found there was a problem with the syringe plunger and replaced it. He flushed the flow path as a precautionary measure. The customer ran calibration and qc and all tests passed. A specific root cause could not be identified. The investigation determined the repeat results recovered in the opposite direction from the original results. Typical causes for this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode.